Manufacturer narrative:
Procedural echo and procedural cine were submitted for review by an edwards physician proctor. Procedural echo: - mitral stenosis seen · long anterior native mitral leaflet · 26mm s3 appears too small for mitral ring · severe intra pvl and central mitral regurgitation (mr) seen · valve appears to be slightly too atrial · anterior leaflet of s3 non-functioning · native long anterior leaflet deflecting flow, causing s3 leaflet to not close properly · second valve deployed slightly more ventricular than the first valve · mr decreased to none procedural cine: · mitral ring present · septal puncture seen, two wires across septum into left atrium · septostomy seen x2 · septal access appears too superior · valve crosses septum without issue · valve deployed with second wire still across ring · valve appears smaller than mitral ring · post dilatation x1 · valve appears oval shape and large enough to completely fill the mitral ring · wire and pig tail catheter seen moving in and out of valve · valve post dilated again x1 · viv performed · no contrast injection to show mr impression/recommendations: septal puncture appears to be posterior/superior. The valve was deployed well, but appeared smaller than the ring and unable to completely fill the perimeter of the ring. Echo images show a very long anterior native leaflet. The first s3 valve appeared slightly too atrial after deployment. The native anterior mitral leaflet (in the middle of the lvot) deflected blood flow during systole, stopping the normal flow that allows the s3 leaflets to close and creating central mitral regurgitation (mr). The second s3 valve was deployed slightly more ventricle, trapping the abnormal movement of the native anterior mitral leaflet and correcting the deflected blood flow. The first valve did not have a malfunction as the position and native valve leaflet caused a flow condition that affected the s3 valve. This special situation is known only in valve in ring and valve in mac because of the presence of anterior mitral leaflet moving paradoxically in systole.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause for the non-functioning leaflet and resulting cai could not be determined, however, is likely related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), after implant of a 26mm sapien 3 valve in the mitral position within a non-edwards surgical ring, tee showed severe central regurgitation (cai). The cai was considered to be due to immobilization of the anterior valve leaflet. A second valve was implanted with good results. At the time of the report, the patient was stable with good hemodynamics. As per medical opinion, the perceived root cause was the anterior leaflet was not coapting resulting in severe cai.

Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The device is not available for evaluation as it remains implanted in the patient. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the atrium, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. Per the instructions for use (IFU) central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Device migration or malposition requiring intervention is also a potential adverse event associated with bioprosthetic heart valves and the tmvr (valve in valve) procedure. The instructions for use (IFU) precaution to not overinflate the deployment balloon in order to maintain proper valve leaflet coaptation. The IFU also precaution ¿safety, effectiveness and durability have not been established for thv-in-thv procedures. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause for the non-functioning leaflet and resulting cai was the ¿slightly¿ too atrial placement of the first sapien 3 valve, causing the patient¿s native anterior mitral leaflet to deflect blood flow, which caused the bioprosthetic leaflet to not close properly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Procedural echo and procedural cine were submitted for review by an edwards physician proctor. Procedural echo: · mitral stenosis seen · long anterior native mitral leaflet · 26mm s3 appears too small for mitral ring · severe intra pvl and central mitral regurgitation (mr) seen · valve appears to be slightly too atrial · anterior leaflet of s3 non-functioning · native long anterior leaflet deflecting flow, causing s3 leaflet to not close properly · second valve deployed slightly more ventricular than the first valve · mr decreased to none procedural cine: · mitral ring present · septal puncture seen, two wires across septum into left atrium · septostomy seen x2 · septal access appears too superior · valve crosses septum without issue · valve deployed with second wire still across ring · valve appears smaller than mitral ring · post dilatation x1 · valve appears oval shaped and large enough to completely fill the mitral ring · wire and pig tail catheter seen moving in and out of valve · valve post dilated again x1 · viv performed · no contrast injection to show mr impression/recommendations: septal puncture appears to be posterior/superior. The valve was deployed well, but appeared smaller than the ring and unable to completely fill the perimeter of the ring. Echo images show a very long anterior native leaflet. The first s3 valve appeared slightly too atrial after deployment. The native anterior mitral leaflet (in the middle of the lvot) deflected blood flow during systole, stopping the normal flow that allows the s3 leaflets to close and creating central mitral regurgitation (mr). The second s3 valve was deployed slightly more ventricle, trapping the abnormal movement of the native anterior mitral leaflet and correcting the deflected blood flow. The first valve did not have a malfunction as the position and native valve leaflet caused a flow condition that affected the s3 valve. This special situation is known only in valve in ring and valve in mac because of the presence of anterior mitral leaflet moving paradoxically in systole.